Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning properly. The reported issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system would not take 2d images with either the footswitch or handswitch. A manufacturer representative rebooted the system with no resolve. The surgeon continued the case without the imaging or navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.